Event description:
A (B)(6) with 4 level acdf c3-c7 by another surgeon on (B)(6) 2010, with one small kit of rh-bmp-2 put in 4 peek interbody cages followed by a plate. Small drain was placed. Pt placed on decadron 4 mg every 6 hrs. Approximately 4 hrs postop, neck had "doubled" in size and pt had impending airway compromise. Intubated and placed on decadron 10 mg on prescription overnight with marked improvement of swelling. Pt self-extubated the following morning but airway remained patent. Dose or amount: small kit split into 4 cages. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: cervical degenerative disk disease.